Manufacturer narrative:
(B)(4). Updated sections: b4,b5,d9,g3,,h2,h3,h6,h11.

Event description:
The hospital reported during procedure, that the vasoview hemopro 2 insufflation wasn't working well. The customer opened an accessory kit, and that seemed to help. No procedural delay aside from a few minutes to open an accessory kit. No patient harm/effects.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: e3-occupation, h6-clinical code changed to 4582. The lot # 3000430391 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected section: h6-impact code 4629 removed.

Event description:
N/a.

Event description:
The hospital reported that vasoview hemopro 2 insufflation wasn't working well. The customer opened an accessory kit, and that seemed to help.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.